Event description:
Customer reported one sars-cov-2 tma run, wl 001375-20210317-24, using assay lot 289484 on panther instrument sn (B)(4) which had a discrepant sample. The sample was initially positive, but another aliquot of the sample retested negative on the same panther. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) and product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; pas agreed with ts that the sample was likely low-target or mishandled. Pas noted that results from different aliquots could not be compared. Customer received a qa-approved letter per their request. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the optima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) optima sars-cov-2 (B)(4) and optima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.